Event description:
It was reported from a physician on (B)(6) 2015 that there was an issue communicating with a patient's device. She stated she tried to use it on a patient the day prior and it kept stating communication error. Follow-up showed that the handheld was plugged into the all during interrogation which may have contributed to the failure to program. The patient has not been seen back to have his generator interrogated to ensure there is not an issue with the device. No further additional relevant information has been received to date.

Event description:
Information was received on (B)(6) 2015 from the physician that they have had no further issues with communicating with patient's devices with their programming system. The patient has not been seen again to confirm if the generator is able to be successfully programmed. Notes were received that were dated (B)(6) 2015 for this patient that do indicated that the vns was tested and is functioning well indicating that the device was able to be successfully interrogated.